Event description:
It was reported via repair work order that the power load was not functioning correctly due to broken/damaged right arm grip. This was reported in error. The broken arm grip did not have any functional effect on the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load was not functioning correctly due to broken/damaged right arm grip . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This was reported in error. The broken arm grip did not have any functional effect on the power load system.